Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, it was noted that the right atrial and right ventricular leads exhibited loss of capture. The leads were capped and replaced on (B)(6) 2018. The patient was stable.